Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2,h3 and h6 have been updated accordingly. As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was not properly deployed, rather it was exposed despite the adequate steps. There was no reported patient injury. The device was stored properly under 25°c in the cath lab, for less than one month. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The advancer tube was engaged/visible. The target lesion was below the knee, with little calcification. There was moderate tortuosity/angulation. There was seventy five percent stenosis. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. Hemostasis was achieved by manual compression for 25minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The advancer tube was separated from the device. The procedural sheath and the sealant were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Per functional analysis, the sealant was not returned, and the advancer tube was separated from the device; therefore, a functional test could not be performed. Per microscopic analysis, blood was observed on the proximal end of the advancer tube and inside the proximal detent which indicated that blood may have been trapped inside the sheath and caused the sealant to prematurely hydrate and increase the profile during the procedure. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed during analysis of the returned device, the procedural sheath and the sealant were not returned with the device; therefore, a complete investigation could not be performed. However, the condition of the returned device is consistent with a device deployment jam. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing the profile, may have contributed to the reported event. Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f1923302 revealed no anomalies during the manufacturing, and inspection processes that can be associated with the reported event. Additional information is pending, and will be sent in upon 30 days after receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was not properly deployed, rather it was exposed despite the adequate steps. There was no reported patient injury. The device was stored properly under 25°c in the cath lab, for less than one month. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The advancer tube was engaged/visible. The target lesion was below the knee, with little calcification. There was moderate tortuosity/angulation. There was seventy five percent stenosis. The patient was not hospitalized, or was the patient's hospitalization extended as a result of the event. Hemostasis was achieved by manual compression for 25 minutes. The device will be returned for evaluation.